Event description:
It was reported that the cannula was passed as a guide, the ff360 was introduced and it was calibrated in 14mm, the doctor placed t1, t1 was lowered, t2 was placed and it was lowered twice according to the surgical technique but t2 did not deploy, the procedure was repeated several times but there was no deployment. T1 was removed from the patient. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed both ts and suture are free from the insertion needle. Examination of the construct showed the distal end of t1 is missing; the suture and t2 show no abnormalities. The actuator is in its post t2 position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.